Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and deflation.

Event description:
Healthcare professional reported right side deflation and capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ deflation: observed opening in anterior side assessed as surgical damage. ¿ additional observations: ¿ white particles observed inside the device. ¿ observed creases on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation and capsular contracture baker grade IV. The device has been explanted and replaced.